Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient experienced withdrawal. Actions/interventions taken to resolve the issue included a catheter revision that could be completed 6 months after the patient's spinal surgery. The pump was currently only infusing saline until catheter replacement.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 03-dec-2022, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine, hydromorphone, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that the patient was having an unrelated surgery, and the catheter was severed. The caller wanted to confirm the current pump programming. It was found that pump was in stopped mode. The agent assisted the caller with the programming steps to program the pump to minimum rate mode.